Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, per user facility medwatch form, mw5174075, during an unknown surgery, the back end of the needle snapped off when the suture was pulled away. There was no patient consequences reported. Device is available for return.. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there patient consequences? If yes, please explain. To whom should the shipper kit be sent? Please provide the contact name, department, street address (including zip code), email address, and phone number. Please do not use a p.o. Box. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Note body (local language): aei received date.